Event description:
It was reported that it was difficult to advance the guide wire "the guide wire was not sliding through the introducer". It was impossible to advance the guide wire through the punctured vein. As a result, a new kit had to be used. Follow-up information recalled that the guide wire was kinked. There was no reported delay in treatment, pt complication, injury or death as a result of this occurrence.

Manufacturer narrative:
(B)(4).